Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant the patient underwent her third bronchial thermoplasty procedure on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013,the patient experienced asthma exacerbation and was seen by the physician. The patient was noted to have a cough, scattered wheezing and yellow sputum. There was no blood in the sputum and no chest pain was noted. The patient¿s temperature was 98 degrees and her oxygen level was 97. Additionally, her blood pressure was normal. The patient was treated with a tapered dose of prednisone (10 mg) for 12 days for wheezing and 350mg of erythromycin for yellow sputum. The cough was treated with hydromet.

Manufacturer narrative:
The exact age of the patient is unknown; however, the patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.